Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
Additional information later received reported the pump off password was requested.

Event description:
Additional information later reported the patient was "stable" and as far as the reporter knew the pump had not been turned back on.

Event description:
The patient presented to the emergency room and was admitted for numbness and tingling below the waist and was having trouble moving his legs. The patient was going to be taken into surgery the day of the report by a neurosurgeon for exploratory surgery. The pump was adjusted on (B)(6) 2014, programmed to minimum rate mode and per the reporter they were maybe suspecting an im. After the pump was turned to minimum rate, an MRI was done and surgery was scheduled. Before surgery, the MRI was reviewed and showed that the catheter tip was into the spinal cord. The surgery was cancelled and the pump was put into stopped pump mode. The surgeon was thinking that the infusion of drug into the spinal cord was causing the issue. Per the reporter they were waiting to see how the patient responded. No patient outcome was reported. The pump was used to deliver morphine.